Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that there are sensor issues on the insulin pump. Customer reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 204 mg/dl. No significant events leading to the alarm were observed. Product is not being returned or replaced.